Manufacturer narrative:
The visual inspection performed on the returned prosthesis and accessories confirmed the absence of pre-existing defects. The replication of collapsing phases was performed using the returned pvs and accessories. No problems were encountered with positioning the returned valve and no difficulty was observed during the collapsing phase. Both the outflow crown and the inflow skirt were collapsed and correctly captured by the holder. No anomalies were observed during the collapsing and releasing replication. Furthermore, a complete manufacturing and material records review for the nitinol stent component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved devices because it was not possible to reproduce the claimed collapsing difficulties. Based on livanova experience of previous similar cases, it is not possible to exclude that the issue could be related to a valve mispositioning (i.e. Too far forward in the dual collapser), that makes difficult to correctly capture the outflow side of the valve, or to an incomplete radial reduction of the valve.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on 04 nov 2019. The returned valve prosthesis was received in generally good conditions. The returned accessory (dual collapser and dual holder) was received clean and in general good conditions, without problems in the movement to open/close it. Further investigation is ongoing and, once completed, a follow up report will be submitted.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Up to this date, the device was not returned to the manufacturer for further analysis. Based on the manufacturing and quality documents review, the device satisfied the material, visual and performance standards at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation could not be performed. Therefore, the root cause of the event could not be determined. The event is being reported in a conservative manner due to the claimed delay in surgery. If further information is received, the manufacturer will re-assess the event. Device location not presently known.

Event description:
On (B)(6) 2018, a perceval pvs25 implant attempt was made. However, the site reported that the valve was difficult to collapse. The collapsing difficulties were related to the outflow of the device. There was an increased bypass circulation time. The delay in surgery is reported to be greater than 30 min.